Event description:
The customer reported a loss of communication and a system lock up. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.